Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2001. 13 days later consumer sought medical treatment for infection of one earlobe and was prescribed antibiotics.